Event description:
It was reported that a pt underwent tibial surgery using rhbmp-2/acs. At eleven months post-op, there were limited radiographic signs of the healing with transverse cortical defect, and the pt was diagnosed with a non-union and a broken rod with occasional pain in the ankle region. The pt underwent a revision surgery to fuse the non-union. One and half years following the revision surgery, the pt has a solid union at the surgical site.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. The use of rhmbp-2 for the treatment of congenital pseudarthrosis of the tibia: a case series. J bone joint surg am. 2010;92:177-185. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.